Manufacturer narrative:
(B)(4).

Event description:
A patient implanted for failed back surgery syndrome reported via the manufacturer's representative (rep) that in 1992 they were hurt on the job and had 5 major back surgeries; three pumps and two dorsal column units. One of them was in the abdomen but wasn't working. No interventions or outcome were reported related to this event. Additional information has been requested. If additional information is received a follow-up report will be sent.